Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported an uneven bite. The dentist encouraged an in-person treatment with an orthodontist and also performed minor bite adjustments to various teeth to improve comfort, followed by recementing a debonded crown. The left jaw joint started to pop (tmj) with an audible sound when eating. Clinical exam revealed crepitus of the left tmj, and the orthodontist fabricated a hawley retainer for the lower arch. The patient was referred to physical therapy with a focus on temporomandibular disorder for evaluation of the crepitus in the left tmj. Given the continued issues, dentist and orthodontist recommend discontinuing use of byte treatment. Patient initials: (B)(6).